Event description:
In 2005 I was sold a lifestyle portable oxygen concentrator manufactured by airsep, from my medical supplier to use in conjunction with my CPAP machine because of being diagnosed with sleep apnea and low oxygen levels. For the next 12 months I operated this machine expecting to be safe. The machine broke and had to be returned to the factory for repair. Upon receiving it back I reread the instruction manual. It said that a green light should flash when I received oxygen. I tested the system with my mask and no light came on nor any warnings. Tested the machine with just a hose in my mouth and the light flashed. Asked my medical supplier, he tested his machine. They did the same thing. I contacted the manufacturer and he stated that the machines were not compatible with a CPAP or bipap. Nowhere in their patient manuals does it say this. The result is for 14 months I have not received any oxygen as ordered by the doctor. How many others are out there in the same position but don't even know it? These machines are being sold for a purpose that was not intended, by people who do not know that they are not compatible.